Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A field service engineer checked remote support service (rss) and observed that the station went offline shortly after the windows updates; however, site users reported that the station was still up and running, contacted the customer and requested that their information technology (it) team verify network connectivity, provided the unit's internet protocol (ip) and media access control (mac) address for reference, later confirmed that the station had come back online and was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had disconnected mode and went offline on remote support service. Customer had to manually add the patient. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.